Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The in-stent restenosed lesion was located in a moderately tortuous mid right coronary artery without calcification. The manufacturer of the restenosed stent is unknown. A 12x3.50mm nc quantum apex ruptured at 22atms while being used to dilate the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition is good.